Event description:
It was reported via repair work order that the siderail will not latch up due to broken spring spacer and zoom disengages during use due to a damaged cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.